Event description:
The customer reported the device (ac power module) failed to charge the battery. There was no reported patient involvement.

Manufacturer narrative:
(B)(4): the customer reported the device (ac power module) failed to charge the battery. There was no reported patient involvement. The customer's biomed evaluated the device and confirmed the reported complaint. The ac power module was replaced to resolve the issue.